Manufacturer narrative:
Unit was evaluated and repaired by an independent repair center.

Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the 4 way valve not switching. As stated on the repair statement additional malfunction on this device: power switch has no alarm.